Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned for evaluation, and the customer's allegation was not confirmed. The device evaluation however found flooding of the cable image capture unit. A loose scope mount was also noted. Based on the results of the investigation, a root cause of the reported events could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image appeared until the initial white balance, but after the white balance, the image no longer appeared, even after restarting. There were no reports of patient harm.